Event description:
It was reported that the customer was exposed to an MRI while wearing the insulin pump. Therefore, the customer received a motor error alarm. The customer's blood glucose level was not reported. She was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump had constant motor error alarms during rewind due to motor encoder signal out of phase. Displacement test was not performed due to motor error alarm. The device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).